Manufacturer narrative:
Pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. All buttons function properly. However moisture damage was noted on keypad traces.no ramping numbers noted on the display.

Event description:
Customer's husband called from (B)(6) and his wife's pump is not working correctly. Husband states when he goes to enter carbs the pump starts to ramp up. Husband stated that they went to the hospital because her bgs became high. At the hospital, they gave her a manual shot of insulin to bring her bg down. He also stated that the hospital gave them a pen to use until they are back in the us. Nothing further reported.